Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed a data corruption for which the pump displayed a text alert; no audible or vibratory alarms were emitted in association with this event.

Event description:
The pt reported that, the pump screen would not advance. When the pump was analyzed, it was determined that the pump did not emit an audible or vibratory alarm.